Event description:
Connection between bd maxzero minibore pressure rated extension set, IV connector and carefusion smartsite infusion burette set would not stay connected. After screwing IV tubing onto the extension set, the IV tubing would untwist itself causing the tubing to disconnect. Required tape applied to connection to prevent tubing from un-securing.